Manufacturer narrative:
The device history records (DHR) for the device was reviewed and there were no unusual findings related to the reported issue. The company service engineer examined the system. The reference arm stepper motor was found to be out of alignment, which caused all the treatments to be more anterior. The reference arm stepper motor was aligned, and the system was tested and met specifications. The root cause of the lack of capsulotomy treatment is the misalignment of the reference arm stepper motor. The root cause of the anterior capsule tear is the gas bubble causing pressure during the manual capsulotomy. (B)(4).

Event description:
Physician reported a case where the lens fragmentation was anterior, no capsulotomy was treated and an anterior capsule tear occurred. Additional info indicated there were no interventions needed to treat the event and the intended iol (intraocular lens) was implanted.